Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have been hospitalized on (B)(6) 2014 at 5:00 pm. Suffering from ketoacidosis with blood glucose of 540 mg/dl. Customer was treated with intervenous drip. Customer states that he did not receive a no delivery alarm, but blood glucose continued to rise. Insulin pump would be replaced. No further information provided.